Manufacturer narrative:
Continuation of concomitant products: product ID 3487a-33; serial# (B)(4); implanted: (B)(6) 2002; product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient had no idea what the cause of the lead coming out of the cyst in their stomach was. They said that it might be because they lost a lot of weight due to pancreatic cancer. They also thought it was left in them because they had another stimulator implanted in their back (instead of their stomach). The patient went to the (B)(4) around june 30th and they took a cat scan. A few hours later a surgeon came in and pulled the lead out. The issue had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient has a cyst on their stomach that is painful. The patient stated the cyst had some puss on it so the patient popped the cyst. The patient stated at first they thought a worm was coming out of the cyst, but then the patient noticed the lead was coming out of the cyst. The patient stated the area was bloody and the lead was sticking out causing the lead to be pulled on. The patient stated they have no idea if the cyst is related to the device, but since the lead is coming out of the cyst now the patient believes the cyst was caused by the lead. The patient added they were diagnosed with pancreatic cancer and the patient has lost weight. The patient isn't sure if the weight loss may have caused the lead to move or the cyst. The patient was advised to follow up with their healthcare provider (hcp). No further information was reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.